Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a blood glucose (bg) of 51 mg/dl. The customer consumed fruit snacks to address bg level. Reportedly, the customer delivered a larger bolus than needed too rapidly due to user error. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.